Manufacturer narrative:
On (B)(6)2021, the initial result was 299 ng/l. On (B)(6)-2021, the repeat result was 5.9 ng/l.

Manufacturer narrative:
The investigation reviewed the system log files and there was no indication of an issue with the measuring cell or a hardware issue. Based on the provided information, there was no indication of a reagent issue. The customer's sample pre-analytic details were requested but not provided. No further issues were reported by the customer. Based on the provided information, the investigation determined the issue was consistent with an unknown preanalytical handling issue.

Event description:
The initial reporter received a questionable elecsys troponin t hs result for one patient tested on a cobas 8000 e 801 module. The patient's initial troponin result was reported outside the laboratory. The health care professional questioned the reported result due to the result not matching the patient's history. The patient had a new sample collected. The customer tested the patient's new sample on two different cobas 8000 e 801 modules. The customer did not repeat the initial sample. On (B)(6) 2021 and at 11:56, the patient's initial troponin result was 40.4 ng/l. On (B)(6) 2021 and at 11:09, the patient's new sample had a troponin result of 3.00 ng/l on the same e 801 module. On (B)(6) 2021 and at 13:23, the patient's new sample had a troponin result of 3.65 ng/l on the different e 801 module. The customer determined the repeat results were correct and a corrected report was provided. The troponin reagent lot number was 523685 with an expiration date requested but not provided.

Manufacturer narrative:
The investigation is ongoing.